Event description:
Clot formed from the position of the trapease filter down to the popliteal vessels bilaterally. The pt was female (age unk). The pt had the filter placed at a different facility in 2007, and was transferred for multiple surgeries. Two days later, the pt had a total hysterectomy, bilateral salpingo oopherectomy, omentectomy, and an appendectomy. The physician stated that the pt was probably hypercoagulative following all of the surgeries that were performed. The physician used a thrombectomy device (angiojet) to extract the clot. The pt is doing fine.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.